Event description:
Statseal advanced disc plus used post hemodialysis (hd) treatment. Upon return to hd, multiple 1cm (length) x 0.1 - 0.2 cm width skin breakdown noted on patients skin surrounding av graft. Skin injury noted to be in half-moon shapes. Patient had no complaints about skin injury and no pain/discomfort noted. Sites healing with scabs. Gauze and tape dressing used after skin injury noted. Statseal was in place less than 48 hours (total time unknown). Patient removed dressing and disc prior to next treatment. Line was dressed with tegaderm dressing over site. Tegaderm used over statseal advanced plus disc. Dressing placed after hd treatment gauze and tape dressing used after skin injury noted.